Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. According to the additional information, the dislodgement was confirmed through pacing failure and x ray imaging. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.